Event description:
The users reported a missing asystole alarm for one bed. The device was in clinical use at the time the issue was discovered. The patient died.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
After further investigation the complaint was deemed a duplicate of 1218950-2022-00993.